Manufacturer narrative:
The reported event of no ble telemetry was confirmed. Final analysis found the device was unable to be interrogated via bluetooth but was able to be interrogated via inductive telemetry. The cause of the loss of bluetooth telemetry was consistent with a ble circuitry anomaly. The root cause of the anomaly is undetermined and is being further investigated.

Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Event description:
¿¿Ble malfunction field action issued by abbott on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during the implant procedure, the implantable cardioverter defibrillator was unable to be interrogated via bluetooth telemetry. It was noted that multiple dongles and programmers were attempted. The device was able to be interrogated via inductive telemetry. The device was replaced. The patient was in stable condition.